Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced hypoglycemia. Customer's blood glucose value was 2.9 mmol/l. It was not confirmed whether the customer performed troubleshooting for low blood glucose. The customer was treated with eating food. No further complications were reported. The customer will discontinue to use the product.